Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during urologic robotic procedure, while suturing, the needle detached from the strand and the needle was lost. The doctor mentioned that with the robot, it did not feel that the was detached from the strand. The doctor looked everywhere but the needle cannot be found. The needle was not retrieved and still in the patient.